Event description:
It was reported that during a laparoscopic gastric bypass procedure, the tissue pad fell off of device when device was placed on the mayo stand. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Procedure type: lap appendectomy. According to the rptr: when the instrument was introduced into the versaport, the versaport split at the end. The surgeon removed the split device and replaced it with a new one. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.